Event description:
Report 3 of 3. Report received from the USA stating that the device was experiencing a "power fluctuation" during a craniotomy surgery. The reporter was unaware if the cause of the power fluctuation was the device, drill or the driver. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all mfg specs. The event could not be confirmed. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).